Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), fallopian tube cyst ("fallopian tube cysts") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, fallopian tube cyst and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, fallopian tube cyst, menorrhagia, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. Events per pfs: pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fallopian tube cysts, psych injury, essure confirmation test not done were added. Essure removal date and procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included menses irregular and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen pain"), back pain ("back pain/lower back pain"), fallopian tube cyst ("fallopian tube cysts"), psychological trauma ("psych injury") and hydrosalpinx ("other injury or complications"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, fallopian tube cyst, psychological trauma and hydrosalpinx outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, fallopian tube cyst, hydrosalpinx, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: not per pfs (discrepancy noted), the micro insert was expanded, left in place. At the left ostium, 3 proximal coils were visualized. The right ostium had 3 proximal coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included menses irregular and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen pain"), back pain ("back pain/lower back pain"), fallopian tube cyst ("fallopian tube cysts"), psychological trauma ("psych injury") and hydrosalpinx ("other injury or complications"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, fallopian tube cyst, psychological trauma and hydrosalpinx outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, fallopian tube cyst, hydrosalpinx, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: not per pfs (discrepancy noted), the micro insert was expanded, left in place. At the left ostium, 3 proximal coils were visualized. The right ostium had 3 proximal coils visualized quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: lot number received. Pfs received. Events: vaginal bleeding and hydrosalpinx were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.